Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving gablofen (500 mcg/ml at 50 mcg/day) via an implanted pump. It was reported that the patient had a possible infection. When the incision was made in the old pump site, there was serious yellow drainage. It was unknown if there were any environmental, external, or patient factors that may have led or contributed to the issue. A specimen was sent for testing. The new pump was implanted in the left flank instead of the abdomen. The issue was noted to be resolved, and it was indicated that the hcp had no further information to provide regarding the event.